Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through history log as door jammed alarms) but did not reproduce the reported constant close door messages. The door jammed alarms corresponds to the reported symptom of a close door alarm. It was determined this was caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly alarmed close door during therapy in the intensive care unit. It was also reported that there was no patient injury.